Event description:
In 2006, a 9mm hemobahn device was used to treat an aneurism in the pt's right popliteal artery. During the procedure, the device did not fully deploy resulting in occlusion of the artery. The physician converted to conventional surgery to repair the pt's vessel. The procedure had a successful result.

Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and performed k0, k2, k3, k4, and k5 calibrations pipette assembly. The instrument was inspected, tested without further problem, and returned to service.